Manufacturer narrative:
Date of event: unknown. Result: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes had difficulty to pierce through stopper. No report of medical interventions or serious injury.